Event description:
Device broke or disassembled during use. The plate was placed on the maxilla using 1.7 by 5mm screws. The procedure was placement of an anchorage plate. The procedure did involve non-stryker orthodontic wire. A routine revision surgery was required. The pt did not present symptoms. No adverse events to the pt. The plate was loaded by the orthodontist and the wires were tightened around the plate and it broke.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (device did not function as expected) and product code (B) (4).